Manufacturer narrative:
Ge healthcare's investigation is ongoing. A f/u report will be submitted once investigation is completed.

Event description:
It was reported that a customer noted a burning smell coming from the CT sys. The sys was turned off and there were no flames seen outside the gantry. With fire dept personnel in the room, the tech removed the system's covers, saw a small flame and extinguished the flame with a fire extinguisher. The gantry is enclosed in flame retardant materials. The flame retardant nature and design of the system when in-tact is to self-extinguish in the event an internal fire. In this case, the covers were removed, thus disabling the self-extinguishing feature.